Event description:
A notice of liability was received indicating the patient underwent a primary hip surgery in (B)(6) 2010. Revision procedure was performed on an unknown date due to undefined severe problems. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Implant date - (B)(6) 2010 (exact date unknown). Explant date - unknown. Initial reporter - unknown. Manufacture date - unknown.